Manufacturer narrative:
The reported events were low pacing impedance, insulation damage and "blood was found inside the lead ". As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The reported events of low pacing impedance and insulation damage were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead insulation did not find any anomalies. The reported event of "blood was found inside the lead " was confirmed. Visual inspection of the lead found blood inside the lead at the distal region. The cause of "blood was found inside the lead ¿was due to unknown cause.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the left ventricular leads exhibited low pacing impedance and blood was found inside the leads due to insulation damage. Both leads were not used and replaced during the procedure. There were no patient consequences.